Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. Each photo shows remnants of a label that has been peeled back and a crack on the side of the barrel was observed. Potential root cause for the barrel cracked defect is associated with the assembly process. A device history record review was completed for provided lot number 0351616. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe barrel was cracked and leaked out vidaza. This occurred with 2 syringes during use. The following information was provided by the initial reporter, translated from french: "patient on vidaza informed by nurse of a leak in the syringe barrel at the beginning of the injection of the product. Upon removing the label, syringe was found to be cracked. Same thing on the second syringe. Consequences: no vidaza that day, hematologist informed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe barrel was cracked and leaked out vidaza. This occurred with 2 syringes during use. The following information was provided by the initial reporter, translated from french: "patient on vidaza informed by nurse of a leak in the syringe barrel at the beginning of the injection of the product. Upon removing the label, syringe was found to be cracked. Same thing on the second syringe. Consequences: no vidaza that day, hematologist informed."